Event description:
It was reported that the pump battery had ¿charging problems or holding a charge.¿ multiple attempts were made by tandem¿s technical support to obtain additional information; however, response was received. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.